Event description:
After doing the proximal anastomosis for an aortic bifemoral procedure, the doctor was going to do the distal anastomosis, but noticed multiple holes at the bifurcation area of the graft. The graft was then removed and the procedure was continued successfully with another graft. The patient's condition was fine. Based upon information derived from the condition of the returned sample in 1/2004, which appeared to have leaked blood, co is now reporting this event as an MDR.